Event description:
Evaluation by a manufacturer nurse reveals that the patient's death is a possible sudep. Attempts for further information have been unsuccessful to date.

Event description:
It was reported that the pt had passed away. The physician has not seen this pt in a long time and the pt was being followed by an unk physician, so the details surrounding death are unk at this time.